Manufacturer narrative:
It was reported that there was a crack on the ll of the cannula connector, and blood leakage was detected on the 3rd day of usage. It occurred during patient use. The product was changed with a new cannula. No harm or death to any person was reported. The customer provided a photograph of the product. The photograph shows the crack along the way of luer part of the connector. Additional information was received for this complaint: the customer visually carefully checked the product before use and did not notice any defect on the product before and during these 3 days of usage duration. The customer did not use any cleaning agent on the product to cause crack on the connector. There is neither change in position of patient nor intrahospital transportation. The production history record (DHR) of the affected be-pal 1523# with lot#3000219200 was reviewed. According to the DHR results, the product be-pal 1523# passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. Further the incoming inspection report (batch # 3000209523, inspection lot #010000947810) of the affected component "700000285 / 00285# konnektor 3/8 x 3/8 ll" was reviewed on 2022-09-19. The connector were checked for damages, scratches, marks, rills, sinks, streaks, and cords visually. Visual tests were passed as per specifications. Production related influences are unlikely to have contributed to the reported failure. The reported failure could be linked to the risk assessment and control of hls cannulae and the most probable cause could be: user error -lack of attention during device handling, unintended removal of fem cap from cannula, mechanical damage of cannula connection during removal of fem cap, dearing of cannula (tightening luer cap), damage of cannula connection during connection of tube line, mechanical damage of cannula during fixation, and/or disconnection of drainage cannula from tubing line. Maquet cardiopulmonary is aware of similar products showing a similar malfunction. It was concluded that the crack on the luer lock connector of hls cannula could occur by over tightness. The overtightening of a closing cap or a stopcock on to the luer hub may cause a crack vertically in the hub area. Over-tightening may occur either by hand or by using a clamp to apply or tighten a dead-ender (dead end cap) or stopcock. Based on this, the complaint could be confirmed but not product related. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that there was a crack on the ll of the cannula connector, and blood leakage was detected on the 3rd day of usage. It occurred during patient use. The product was changed with a new cannula. No harm or death to any person was reported. Complaint #: (B)(4).